Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the y-site. The leak was observed while the patient was receiving both total parenteral nutrition (tpn) and intravenous lipids (il) via a peripheral central venous catheter (pcvc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4. Additional information: d4, d9, g4, h3, h4, h6, h10, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed, and no defects were observed that could generate a leak. Priming was performed and was according to specifications. Functional testing was performed by performing a 7-8 hour simulated therapy and the results were acceptable. An autopsy was performed to the middle y-site, and the components were within the specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.